Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on (B)(6) 2016 to report on behalf of patient a severe hypoglycemic event and a continuous glucose monitoring (cgm) inaccuracy that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. Patient was having a visit with his physician when he experienced hypoglycemia. The patient's cgm was reading 136mg/dl compared to the blood glucose meter which displayed 36mg/dl. Patient was fainting and emergency room doctors were called. It was reported that the patient was comatose. The patient received soda and carbohydrates. The patient left the hospital a few hours later, on the same day. At the time contact, patient was well. No additional event or patient information was provided. Sensor was worn beyond seven days. The dexcom g4 platinum continuous glucose monitoring system user's guide states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days.